Event description:
The product was used during a rotator cuff repair procedure. Reportedly, the suture broke. The surgeon performed a re-operation at a later date. The hospital has no additional info at this time.